Event description:
It was reported that there was a confirmed motor stall. The patient had withdrawal. The patient¿s pump was updated twice for a refill that occurred on (B)(6) 2014. Per logs provided, motor stall occurred on (B)(6) 2014 at 14:27, a motor stall recovered on (B)(6) 2014 at 03:02 and stalled on (B)(6) 2014 at 23:03. It was noted that there were multiple motor stalls that did not occur in a short duration. The patient had not had an MRI. The patient had withdrawal on the prior (B)(6) and at the time of report was ¿looking like he is going through them again¿. The patient was nauseous, sick, clammy and anxious. The pump was turned down to minimum rate and the patient was provided oral medication to help with potential withdrawal. The patient was referred for a pump replacement. The pump was used to infuse morphine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: prior to the refill visit, the patient was camping with his family and he wasn't feeling right. The patient and his family believed it might be symptoms from heat, but the patient then realized that he was undergoing withdrawal. The patient had oral oxycodone to help relieve the symptoms. At the refill visit, the expected volume was 4.2 ml; the actual was 8.4 ml. The pump was replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n232986, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump showed motor gear train anomalies. There was corrosion and/or lubrication and/or wear and a stall due to shaft bearing. The pump was received with a hard motor stalled that never recovered. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was found. And also some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.